Event description:
It was reported that the device shifted. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications or consequences that were reported to have occurred. The patient came in for their 45 day follow up procedure when it was noted that the closure device had shifted proximally. The closure device remained in the appendage. The patient is doing well and they did not experience any complications as a result of this event. The physician has decided to explant the closure device from the patient.